Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a dip fusion procedure, during insertion of the screw, the tip of the 153 mm hex driver broke off inside of the screw head. The tip was unable to be retrieved. The surgeon attempted to pop the tip out of the screw head with a kwire but was unsuccessful. The screw was not sitting completely flush but was close enough to the bone. Patient is a male, (B)(6). Follow-up investigation: the screw was seated well, however the surgeon would have liked additional fixation. Surgeon was doing the final tightening when the driver tip broke. Rep has confirmed that the profile drill to preface the screw was not used.

Event description:
It was reported that during a dip fusion procedure, during insertion of the screw, the tip of the 153mm hex driver broke off inside of the screw head. The tip was unable to be retrieved. The surgeon attempted to pop the tip out of the screw head with a kwire but was unsuccessful. The screw was not sitting completely flush but was close enough to the bone. Patient is a male, (B)(6). Follow-up investigation: the screw was seated well, however the surgeon would have liked additional fixation. Surgeon was doing the final tightening when the driver tip broke. Rep has confirmed that the profile drill to preface the screw was not used.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Complaint confirmed. The evaluation revealed that the returned device's distal tip is broken-off. The device's distal tip met the material type as per specification. The complainant's event is typically caused by excessive force or prying/leveraging during use. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.